Event description:
Event description guidant received information that the patient with this pacemaker suffered a syncopal episode, due to oversensing noise on the atrial and ventricular channel, causing inhibition of pacing and rates as low as 30ppm. It was noted that the noise may have been due to cross-chamber artifact.